Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was completely black; blocking the graphics and text. There was no reported impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.